Event description:
The feeding tube was detached from the plastic insert. Found 33 days after placement.

Manufacturer narrative:
The complaint was confirmed, but the exact mechanism of damage is unknown. The peg tube was received separate from the genie ii plug and clip. The clip had been locked around the plug. There was no indication that the plug and clip were attached to the peg tubing. There was no tensile weakness in the tubing that would indicate the device was overstretched. After the plug was attached to the peg tube and secured with the clip, the plug could not be removed. No manufacturing defects were found on the genie ii components or the peg tube. The cause of the reported complaint is unknown. A chr was not completed since the lot information was not provided by the complainant.